Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-4318 lot #: 19943095 description: clik x anchor the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the midline incision and ipg site. It was noted that the patient had a spot at the midline incision that was not healing. The patient was prescribed antibiotics and underwent an explant procedure wherein everything was removed. The physician believed that the infection was not device related.